Manufacturer narrative:
The referenced pump exchange on (B)(6) 2017 was reported under medwatch MFR report #2916596-2017-01726. (B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room on (B)(6) 2018 with increased shortness of breath, fatigue and an elevated lactate dehydrogenase (ldh). Device interrogation revealed multiple pi events. The manufacturer¿s technical services representative reviewed the submitted log file and observed multiple intermittent pi events. In addition, the waveform trajectory showed a slight increase in power and flow with a decrease in pi over time. Additional information was requested, but not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted system controller log file confirmed the report of multiple pi events, however, the pump appeared to be functioning as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.